Manufacturer narrative:
Correction: manufacturer report number 3006705815-2020-33424 should not have been submitted as a medical device report (MDR) because, based on parameters obtained, product performance engineering department confirmed that device has normal device characteristics.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgery occurred to explant and replace the ipg to address the issue.